Event description:
Technician alleged that the bed had no head down function. No injury reported.

Manufacturer narrative:
The technician found that it is the lock out box that is not functioning properly. The technician replaced the lock out box to resolve the issue.